Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed and pump stop event which may be consistent with potential driveline wire compromise; however, evaluation of the replaced external portion of the driveline from (B)(6) did not confirm any wire damage that would have contributed to these events. Further a specific cause for the low speed and pump stop events could not be conclusively determined through this evaluation. The submitted log files collectively contained events from (B)(6) 2025 to (B)(6) 2026. A low speed and pump stop event associated with low-speed hazard and low flow hazard alarms was captured on (B)(6) 2025 while the system was supported by battery power. Following the pump stop, the device ramped up to the fixed speed and resumed normal operation without issue. On (B)(6) 2026, the driveline was disconnected twice resulting in low speed and low flow hazard alarms, consistent with the patient¿s distal end driveline replacement procedure. No other notable events or alarms were captured, and no further low speed and pump stop events were captured following the distal end driveline replacement. A distal end driveline repair was performed by an abbott technical services representative on 14jan2026. Approximately 23.5¿ of the external portion/distal end of the driveline was returned for evaluation. An additional portion of the outer jacket measuring approximately 4.0" and a portion of the bionate layer measuring approximately 3.5" were also returned; however, no additional sections of wires were returned. The pins of the system controller connector appeared unremarkable. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The underlying wires were visually inspected under the microscope. No obvious signs of damage to the wire insulations or underlying conductors were observed. The driveline was then submerged in a saline bath for high-potential testing to verify the integrity of each wire¿s insulation. No areas of current leakage through the insulation of the driveline wires were identified. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A and the heartmate ii lvas patient handbook, rev. A are currently available. Sections 6 and 8 of the heartmate ii IFU, as well as sections 4 and 6 of the heartmate ii patient handbooks, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the heartmate ii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review showed 1 low speed operation alarm and 1 pump stop on (B)(6) 2025 at 23:01 the log did not have enough data for phase-to-phase condition since its only 1 isolated occurrence while on battery power. The patient was admitted due to pump stoppage that occurred on (B)(6) 2025. External percutaneous lead replacement was performed. Additional log files noted no further low speed events following the one on 28dec2025.